Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the recorded basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The daily insulin delivery data was not consistent with the user programmed basal rates on the date the complaint was reported. No data in the black box was available for relevant review due to continued use. During testing, the pump passed a delivery accuracy test. All pump activity was accurately recorded in the pump histories. The complaint was not duplicated. A battery cap was not returned with the pump; a test cap was used to complete investigation.